Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented to clinic, where it was discovered that there was noise over-sensed on the right atrial lead, leading to episodes of inappropriate automatic mode switch. The device was reprogrammed in order to address the noise. The patient was asymptomatic and in stable condition.